Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 07/09/2018 for evaluation. Performed visual inspection and passed. Performed a voltage test and passed. Performed transmitter functional test and passed. Performed a pairing test with nordic bluetooth device and passed. Performed share log review a loss of connection was found on issue date. The reported event of a loss of connection was confirmed. The complaint was confirmed because a loss of connection in the cloud data. The probable cause could not be determined